Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log was unable to identify the reported increased intra-peritoneal volume. Thus, the reported problem has been changed from iipv - adult to erroneous report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:33:44. During night drain cycle two, the patient's ultrafiltration reading was 2023ml, indicating the home patient (hp) drained 2023ml more than their maximum programmed fill volume of 3000ml. No additional information is available.